Event description:
It was reported that microcatheter became fractured. A renegade hi-flo kit was selected for use in a transcatheter arterial embolization of liver cancer. During unpacking, the physician found the rear of the micro catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and patient was stable post procedure.

Event description:
It was reported that microcatheter became fractured. A renegade hi-flo kit was selected for use in a transcatheter arterial embolization of liver cancer. During unpacking, the physician found the rear of the micro catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed a separation in the outer shaft located 5.6 cm from the strain relief, and the inner shaft was stretched between the outer shaft ends. Inspection of the rest of the device found no other damage or defect.